Manufacturer narrative:
In addition to the reported issue evaluation revealed: due to a pinhole on bending section cover water tightness was lost, distal end had a scratch, bending section cover had cut, switch button three had a scratch, universal cord had a cut, due to wear of angle wire, bending angle in up/down direction did not meet the standard value, due to damage on charge-coupled device unit, the image has white dots, due to damage on bending section cover insulation resistance value at distal end did not meet the standard value. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus device had a rubber leak. Upon inspection and testing of the customer returned device, it was observed the connecting tube had peeling coating. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was obtained from the customer regarding their complaint: the event was observed during the reprocessing cycle. There was no patient involved. No procedure was reported to be impacted / interrupted.

Manufacturer narrative:
E2 e3- information has been requested but unknown at this time. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, chemical stress, storage environment, and so on. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·important information ¿ please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·reprocesing manual_ general policy precautions_ warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. ·storage and disposal warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1-e3: customer contact data updated.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.